Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A partial hysterectomy was performed to remove micro-inserts around 1 year after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), arthralgia ("hip pain"), abdominal pain ("abdominal pain"), uterine pain ("uterine pain"), menorrhagia ("severe bleeding during her menstrual period"), metrorrhagia ("severe bleeding in between her menstrual periods"), dyspareunia ("pain during intercourse") and alopecia ("hair loss"). The patient was treated with surgery (partial hysterectomy and device removal in (B)(6) 2011). Essure was withdrawn. At the time of the report, the pelvic pain, arthralgia, abdominal pain, uterine pain, menorrhagia, metrorrhagia, dyspareunia and alopecia outcome was unknown. The reporter considered pelvic pain, arthralgia, abdominal pain, uterine pain, menorrhagia, metrorrhagia, dyspareunia and alopecia to be related to essure. The reporter commented: after surgery, she suffered a lengthy post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was full occlusion of tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. A partial hysterectomy was performed to remove micro-inserts around 1 year after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: uterus"), menorrhagia ("severe bleeding during her menstrual period /abnormal bleeding (menorrhagia)"), cystorrhaphy ("cystorrhaphy repair") and uterine leiomyoma ("fibroids") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar disorder and sleep apnea. Concomitant products included aripiprazole (abilify). In 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced uterine leiomyoma (seriousness criterion medically significant), arthralgia ("hip pain"), alopecia ("hair loss") and the first episode of uterine pain ("uterus pain"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and cystorrhaphy (seriousness criterion medically significant). On 20-sep-2011, the patient underwent device expulsion (seriousness criteria medically significant and intervention required) and cystorrhaphy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of uterine pain ("uterine pain") and metrorrhagia ("severe bleeding in between her menstrual periods"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgery (in 2011 underwent ablation), surgery (cystoscopy) and surgery (fibroid removal). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea was resolving, the device expulsion, cystorrhaphy, arthralgia, the last episode of uterine pain, metrorrhagia and dyspareunia outcome was unknown and the menorrhagia, uterine leiomyoma, alopecia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, arthralgia, cystorrhaphy, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of uterine pain and the second episode of uterine pain to be related to essure. The reporter commented: after surgery, she suffered a lengthy post-operative recovery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of tubes quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), migration of essure device location of device: uterus, dysmenorrhea (cramping), cystorrhaphy repair, fibroids, uterus pain", reporter, concomittant condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.